Event description:
It was reported that the patient¿s last few sq sites had only lasted 7-10 days (device maintenance issue), would leave blood and looked like medication in the hole left in her stomach after removal (infusion site bleeding). Furthermore, she had only experienced issues with the last batch of cleo sq catheters (device issue). There was patient involvement and patient harm/adverse event reported.

Manufacturer narrative:
Without the return of the device a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, this complaint will be reopened for further investigation.